Event description:
It was reported that a chest x-ray confirmed that the right ventricular lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.